Event description:
At a bilateral implantation on (B)(6) 2020 intra-op testing showed abnormal results for the right device. There was no reported difficulty at surgery and a full insertion of the array was achieved. The recipient was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: the device investigation shows damage to the active electrode lead i.e. Broken wires. No other damage has been identified which could explain the reported problem. A review of the DHR records did not reveal any abnormality and confirmed that the device has been released according to specifications. It is therefore assumed that the device might have been inadvertently damaged during handling at the initial surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At implantation on (B)(6) 2020 intra-op testing showed abnormal results. There was no reported difficulties at surgery and a full insertion of the array was achieved.